Manufacturer narrative:
One pump was returned for analysis in used condition. Functional tests including flow testing. The delivery inaccuracy field observation was unable to be duplicated. The pump's expulsor was replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed. The root cause may have been attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.